Manufacturer narrative:
The biomedical engineer reported that there was communication loss happening about every 5 minutes with this central nurse's station (cns). The bedside monitors (bsm) could not be monitored. They rebooted the cns, and they were able to monitor the bsms. The biomedical engineer stated that the communication loss issue has been ongoing and was made worse by a broken splitter. Several rooms were experiencing commination loss due to this splitter. They had an issue in room 160 with the zm-530pa sn (B)(4) telemetry transmitter; however, this transmitter worked fine if used in other rooms. In addition, other transmitters used in room 160 have had similar problems. They believe it is a reception issue in that corner of the hospital. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device information was requested, however nihon kohden was only provided the following: telemetry transmitter: zm-530pa / (B)(4), multiple patient receiver: org-9100a / (B)(4). No bedside monitors (bsm) information was provided.

Event description:
The biomedical engineer reported that there was communication loss happening about every 5 minutes with this central nurse's station (cns). No patient harm reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns: pu-681ra) was experiencing communication loss from the monitored devices in 5-minute intervals. The issue occurred after a facility power loss issue. There were no other departments experiencing this issue. The customer then reported that the network switches are all communicating and there were no further issues. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the root cause of the issue cannot be determined as there was not enough information provided at the time of the resolution. Due to the age of this complaint, no additional information can be obtained from the customer. Since the root cause was unable to be determined, no CAPA is required. Without a root cause, the counter measure to prevent recurrence cannot be performed. The overall risk rating is medium. The following fields are not applicable (na) to the MDR report: b2 b6 b7 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: org: model #: org-9100a serial #: 00131 transmitter: model #: zm-530pa. Serial #: (B)(6). Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative

Event description:
The biomedical engineer reported that there was communication loss happening about every 5 minutes with this central nurse's station (cns). No patient harm reported.